Event description:
Pt, a 38 year old female, was given a chest x-ray on 7/12 due to decreased respiratory ability. X-rays showed that the outer cannula of the tracheal tube haad broken loose from the flange and become lodged in the pt's right main stem bronchus. The cannula was removed via bronchoscopy. The pt's respiratory condition returned to its pre-event status. Tentative identificaaation of the tracheal tube as a jarit device. Evaluation of the tube indicates a failure of the welded joint between the flange and the outer cannula.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.